Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath; product ID: non-medtronic product, product type: transseptal puncture device; product ID: non-medtronic product, product type: catheter; product ID: non-medtronic product. Product type: catheter. Product event summary: data files were returned and analyzed. The data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that following the procedure, the patient complained of diplopia on awakening from anesthesia. Computerized to mography (CT) results were negative. However, magnetic resonance imaging (MRI) showed punctuate infarct in the left inferior mid brain, and infarct in the left periaqueductal region. The patient's hospital stay was extended. The patient was complaining of blurred vision and diplopia upon discharge. The patient will follow up with physical therapy and occupational therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a stroke occurred. The case was completed. No further patient complications have been reported as a result of this event.